Event description:
Covidien received information stating that during use of an 840 ventilator a bag of saline split over the ventilator causing for the unit to get wet. The fluid caused a spark and for the circuit breaker to be tripped. The patient was removed from the ventilator and placed on a second ventilator. The patient was not harmed or injured as a result of the event. The covidien customer support engineer (cse) inspected the device for any internal and external water damage, there was none found. The cse examined the ac (alternating current) module and the power supply and did not find any short circuit damage. The cse re-installed the ac module, reset the circuit breaker and applied main power. The circuit breaker did not trip. The cse re-installed the power supply module and reconnected the unit to main power and the circuit breaker immediately tripped. The cse replaced the power supply module. The unit passed extended self testing.

Manufacturer narrative:
(B)(4).